Event description:
It was reported that the buttons on the customer's insulin pump were not responding and the display was blank. Customer's blood glucose was not specified but reportedly in a normal range. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.